Event description:
It was reported that during a diagnostic laparoscopy, while inside the pt, the jaws of the device would not close once they were opened. There was no pt injury, and no pt consequences. Another device was used to complete the procedure. The device was returned with the device blade exposed.

Manufacturer narrative:
Final device investigation found that device was returned with jaws in a closed position and the knife blade exposed and stuck in the jaws. The jaws of the device would not open. The instructions for use state "do not use this instrument on vessels in excess of 7mm in diameter." The device history record was reviewed and no discrepancies were noted.